Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) and a consumer regarding an implantable neurostimulator (ins). It was reported that the patient experienced pain near the battery site. The patient lost 30 pounds and started experiencing pain after that. They had short term memory loss and couldn't pinpoint exactly when the pain started. The representative palpated the battery and there was no tenderness near the site. Impedances were within the normal limits. The patient was advised to follow up with their healthcare provider to discuss the issue further. Additional information was received from the patient and a rep. It was reported that the patient had lost over 30lbs over the last several months causing the ins site to become uncomfortable. The rep said the plan was to move the ins up a few inches to make it more comfortable. When testing impedances, contacts 11 and 15 were out of range (oor). The rep successfully reprogrammed around the oor impedances and achieved great coverage. The rep noted that there was a successful ins pocket revision and the issue was resolved at the time of the report. No further complications were reported/anticipated.